Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonoscopy procedure on (B)(6), 2011. According to the complainant, the indication of the procedure was treatment of a malignant stricture. The stricture was approximately 3.5cm in length and located in the sigmoid colon. The stent was implanted successfully without issue. On (B)(6), 2011, the patent returned to the hospital complaining of pain. It was discovered that the stent had migrated into the patient's rectum. The stent was removed and another wallflex enteral colonic stent was placed. Following the removal of the migrated stent, the pain experienced by the patient resolved and no other treatment was administered. The patient is currently stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not used past the expiration date. (B)(4): the complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.